Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.6, lab: 4.1; 4.0, 3.27. Results are from one pt. Comparisons were done on the same day within minutes of each other.